Manufacturer narrative:
Pump received with no button response due to unlocked j2 connector on lcd board. Unable to perform any tests due to buttons unresponsive. Pump received with broken battery tube thread, broken belt clip slot,cracked reservoir tube lip, cracked case near display window corners,cracked on display window and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped and is damaged. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting found that the drive support cap is sticking out and not recessed into the device. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.